Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was intermittently unresponsive to all keypad button presses. The keypad was removed and adhesive/corrosion was found under the button contacts. In addition, moisture was found in the pump and leakage from the lens was observed.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue.